Manufacturer narrative:
H.6. Investigation summary: a device history record review was completed by our quality engineer team for provided lot number 8334982. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends. H3 other text : see h.10.

Event description:
It was reported that the bd saf-t-intima¿ safety system with y adapter 24 ga 0.75 in experienced the catheter adapter/connector/hub defective/deformed/molding issue. Product defect was noted during use. The following information was provided by the initial reporter: material no.: 383313. Batch no.: 8334982. The nurse pulled guidewire out of the saf-intima and tried to close the slide clamp, a sheared piece of plastic on the extension stuck the nurse on the finger. Sample not available discarded into sharps container.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima¿ safety system with y adapter 24 ga 0.75 in experienced the catheter adapter/connector/hub defective/deformed/molding issue. Product defect was noted during use. The following information was provided by the initial reporter: material no.: 383313, batch no.: 8334982. The nurse pulled guidewire out of the saf-intima and tried to close the slide clamp, a sheared piece of plastic on the extension stuck the nurse on the finger. Sample not available - discarded into sharps container.